Manufacturer narrative:
The device is not returning for evaluation as it was discarded by the account; therefore, a failure analysis of the complaint device cannot be completed. A review of the device/lot history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. The device was manufactured at the (B)(4) site which has been closed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted due to refractive surprise due to halos and glares. Another johnson & johnson zcb00 lens (different model and same diopter) was implanted as a replacement. There was no incision enlargement, no vitrectomy, no sutures required. There was no patient injury. Patient is doing good post-operatively. Suspect product was discarded. No other information was provided.